Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("experiencing severe abnormal heavy bleeding") in an adult female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain upper ("right side of stomach pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, dysgeusia, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain upper outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain upper, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant and historical drug added, lot number received, events added as :- vaginal discharge, weight increased, alopecia, abdominal pain uppar. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("experiencing severe abnormal heavy bleeding") in an adult female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperemesis gravidarum, boerhaave's syndrome, asthma and vaginal discharge. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included overweight, fatigue, polydipsia, shift work disorder, thyroid disorder and weight gain. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), dysgeusia ("metallic taste in her mouth"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain upper ("right side of stomach pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (one side removal of fallopian tube)). Essure was removed in november 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, dysgeusia, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and abdominal pain upper outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain upper, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: tubal occlusion; in 2014: total bilateral occlusion (B)(6) 2013: urine pregnancy test:negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.